Event description:
Report received from u.s.a., stating that the device grounding pin is missing. It is known that the event did not occur during surgery it is also known that there was no patient or user injury or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).